Event description:
Boston scientific received information that this patient presented with a hematoma. The hematoma was treated. Subsequently this patient was back at the hospital due to an infection at the pocket where this implantable cardioverter defibrillator (ICD) was implanted. The device and leads were explanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.